Manufacturer narrative:
Results of investigation: the suspect user interface module (uim) was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the touchscreen is not responding. No patient involvement.